Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon ruptured occurred. The target lesion was located in the right coronary artery. A 3.00mm x 06mm flextome¿ cutting balloon¿ was selected for use. During procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole approximately 4.5mm distal to the distal end of the proximal marker band. An examination of the balloon material identified no issues and no kinks or damage were noted along the shaft of the device. A visual and microscopic examination observed no damage or any issues with the tip, markerbands or blades. All blades were present and fully bonded to the balloon surface. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon ruptured occurred. The target lesion was located in the right coronary artery. A 3.00mm x 06mm flextome¿ cutting balloon¿ was selected for use. During procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.